Manufacturer narrative:
It is likely that the customer did not ensure that both sides of the track were locked prior to using the chair. This may cause the chair to experience greater stresses on one side as opposed to the other. The operations manual specifies that both sides of the track should be locked prior to use. Overloading could have also contributed to the event. The chair was examined by a third party service provider, who confirmed the alleged condition.

Event description:
It was reported that the track on the stair chair was damaged. No adverse consequences are alleged.